Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic and was also powering off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the reported issues began on (B)(6) 2013 (time not specified). The patient¿s testing frequency is not clear. On (B)(6) 2013 the patient reportedly obtained blood glucose readings of ¿106 and 124mg/dl¿ with the subject meter performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated, he also manages his diabetes with diet and/or exercise; however, the patient denied developing any symptoms after the alleged issue occurred. According to the csr¿s documentation, as a result of the reported meter issues, the patient reportedly developed symptoms of lightheadedness and shaking possibly a day or two later (time not specified). Although it is not clear what the patient¿s blood glucose reading was at the onset and/or during his reported symptoms, the patent reportedly obtained a reading of ¿178mg/dl¿ with the subject meter on (B)(6) 2013 (at 6pm). The patient denied receiving any form of treatment after the reported product issues occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issues began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/11/2013 and 9/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.